Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of smoke was not confirmed in the device logs and was not duplicated during the evaluation performed by the product analysis lab (pal). The device passed the homechoice rite functional test and the homechoice rite electrical test. The reported issue was not duplicated during the pal evaluation. Assignable cause was undetermined, no evidence of smoke, sparks or flames were found on the device around the power entry module or inside the device. No failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty. A service history review revealed no previous service events were related to the reported condition.

Event description:
This report is for smoke detected from the device. The customer contacted baxter's technical service center to report a smoke occurred on home choice (hc) during use. The home patient (hp) stated that he had smoke coming from the hc. The baxter technical representative (tsr) advised the hp to unplug the hc from the wall and pull the procard. The tsr arranged for a swap. The hp will use manual supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.